Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs were reviewed. It was suspected that the cause may be due to a connection issue. This issue was consistent with a known software issue. Previously reported codes b01, c10, and d02 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was intermittently unable to boot. It was noted that the system would intermittently boot to a black screen and never display the login screen. It was also noted that system would sometimes boot to a blue screen stating "system has detected an issue during startup." There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial/lot #: (B)(6): a medtronic representative went to the site to test the equipment. The software 2.1.0 was uninstalled and then reinstalled. The system proceeded to perform as intended. Codes b01, c10, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.